Manufacturer narrative:
The subject device was not returned to shockwave medical, inc. For investigation therefore, no physical examination could be performed. The cause of the reported break of the balloon could not be determined with the information available. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Shockwave medical, inc. Received a medwatch report # (B)(4) that was submitted by the user facility. It was reported that a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used during a cardiac catheterization procedure. The balloon broke and fragments had to be retrieved from the patient who has a medical history and pre-existing conditions that may have influenced the outcome of the event. Multiple attempts were made to obtain additional information from the user facility regarding the event but were unsuccessful.